Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the tls stylet was confirmed and the cause appears to be related to use of the device. Two tls stylets and three nitinol guidewires were returned for investigation. Evidence of use was observed on each guidewire and stylet. Dry blood residue was observed on the guidewires. A microscopic examination of the guidewires revealed that the weld tips were present and intact. Kinks were observed in the stylets. A microscopic examination revealed that the distal tip of one stylet was complete. The distal tip of the second stylet was incomplete. The distal end of the damaged stylet only contained 4 magnets. The distal tip of the damaged stylet was not returned for investigation. Kinking in the polyimide tubing was observed adjacent to the break site in the damaged stylet. It appears that the break in the polyimide tubing was positioned between magnets. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. Sherlock tip location system (tls) warnings in the IFU state, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of reau0971 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the guidewire broke. No other information was reported, but has been requested. 4/2/2018 - additional information reported that the inner and outer wires broke off while in the patient. X-ray was done and break was confirmed, guidewire was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reau0971 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the guidewire broke. No other information was reported, but has been requested. On 4/2/18 - additional information reported that the inner and outer wires broke off while in the patient. X-ray was done and break was confirmed, guidewire was removed.